Event description:
It was reported that the patient discovered the leads had migrated on (B)(6) 2013. Stimulation was in the wrong location. The patient was going to see the healthcare provider to resolve the issue. It was noted that the stimulator was working very well before migration. It was also noted that the patient was supposed to feel stimulation in his mid-low back. Now, if the patient turns the stimulator up very high, the patient can just feel it in the scrotum. The leads were implanted at t8-t9 and are now at t12. It was noted that the patient was not sure which healthcare provider would do the revision. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported indicated that there were no abnormal impedance measurements. Interventions included MRI/x-ray/CT scan (unclear which) and reprogramming on (B)(6) 2013. It was noted that the intervention would also include a surgical revision, but the date of the revision was yet to be determined.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, lot# va01y8q002, implanted: (B)(6) 2013, product type: lead; product ID 3778-60, lot# va01y8q002, implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, lot# v975223001, implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).